Manufacturer narrative:
Additional h6: f1905.

Event description:
Healthcare professional reported right side implant rupture. Device was explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported right side 'possible ruptured implant.' Ultrasound reports 'right mammary prosthesis of lobulated aspect, with clear alterations of the echo structure of the internal material that shows an irregular hyperechogenic aspect with some lineal area of destructuring, findings that make recommendable the possibility of valuation with complementary MRI to rule out intracapsular rupture, prosthesis degeneration.' And ¿lobulated aspect¿. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Wrinkling: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side implant rupture. Device was explanted and replaced with non-allergan brand.